Manufacturer narrative:
Although the report indicated that the pocket controller was returned on (B)(6) 2015, no serial number was provided and a correlation between this event and any received products could not be established. Although the maude report indicated "injury - life threatening", this medwatch is being filed as a malfunction report as there is no indication of any adverse impact to the patient in event description. The attached user facility medwatch report was received via cdrh. The user facility number was not provided. The maude identifier is mw5040697. The report was filed anonymously. This event is being conservatively reported as there was no opportunity to obtain additional information. There were no issues reported with the backup pocket controller, the power module or the power module patient cable. A specific cause for the reported yellow wrench/driveline fault alarm could not be conclusively determined as the pocket controller was not returned for evaluation. The pocket controller serial number was not provided; therefore a device history record review could not be performed. The manufacturer is closing its file on this event.

Event description:
The information was received from a maude foi report. The patient had been on a pocket controller for about a year with no issues until (B)(6) 2015 when he presented to the heart transplant treatment clinic with unexplained alarms. Because the alarms only occurred when he was connected to his home unit, the patient also brought his power module in for inspection as well. Upon testing and inspecting his power module, circulatory support determined that his home unit was in good condition and turned his attention to other peripheral equipment the patient had. This led to the discovery that the patient's pocket controller had outdated 7.19 software in which case circulatory support switched both his primary and back up controllers immediately. The alarm condition appeared to have been resolved and the patient went home. As a precautionary measure, circulatory support also gave the patient a new patient cable to rule it out as a potential source of the problem. No waveforms were sent at this time as circulatory support felt confident they had corrected the problem; the patient was also happy with the resolution at that time. Diagnosis or reason for use: pump needs controller to operate and facilitate power to pump. Event reappeared after reintroduction: yes.